Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an implantable pulse generator (ipg) placed recently and had "taken a turn for the worse". The ipg remains in use. No further patient complications have been reported as a result of this event.